Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation as it was reported to still be in use. Root cause could not be determined. All information reasonably known as of 08 sep 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the patient had "pea sized red swelling" next to the pej [percutaneous endoscopic jejunal] stoma site. Patient reported hypergranulation and exudate from the stoma. Patient was seen by physician for wound swab and assessment; commenced on antibiotics and hypertonic saline for hypergranulation.